Event description:
It was reported that the subject coil got deployed in the microcatheter itself and the coil was removed. The procedure was completed with another of the same device without clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the device revealed the main coil had detached;however, it could not be confirmed if the coil had detached 'itself'. No anomalies were noted on the introducer sheath and the delivery wire. Functional testing could not be performed due to the condition of the returned device. In the case of this complaint, it was reported that: 'the coil got deployed in the micro catheter itself'. The additional information states that friction was encountered between the coil and the catheter during the procedure. Based on the investigation results and available information, an assignable cause of procedural factors - cause traced to component failure will be assigned to this investigation. The issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the device directions for use (dfu) but due to procedural and/or anatomical factors during use, the device performance was limited.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the subject coil got deployed in the microcatheter itself and the coil was removed. The procedure was completed with another of the same device without clinical consequences to the patient.